Event description:
It was reported by biomed the device arrived with a red tag on it stating "malfunction - stopped infusing, unable to silence or restart". Following internal review of the logs it was noted that the pc unit had a error code 800.8000. There was patient involvement however patient impact is unknown. Although requested additional information was not known by the customer. No devices will be returned for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported by biomed the device arrived with a red tag on it stating "malfunction - stopped infusing, unable to silence or restart". Following internal review of the logs it was noted that the pc unit had a error code 800.8000. There was patient involvement however patient impact is unknown. Although requested additional information was not known by the customer. No devices will be returned for investigation.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,b,c,d,g codes and manufacturer narrative. Correction : if other specify. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.